Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery test due to blank display. Device received with stripped battery cap coin slot(p) and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had battery cap was worn and condensation under screen. The blood glucose level of the customer was unknown. Customer stated that insulin pump had given a failed battery past and sometimes noticed that the plastic on top of the reservoir. The insulin pump will not be returned for the analysis.